Event description:
It was reported that the patient expired. The cause of death was not reported. The reporter indicated that the death was unrelated to the implanted system. The pump contained hydromorphone 10 mg/ml at a dose of 4.6 mg/day.